Event description:
It was reported that an increased threshold was observed. It was recommended to x-ray to further evaluate the lead. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.